Event description:
A siemens representative was on a customer site visit and made aware of an earlier patient case of a (B)(6) in conjunction with a (B)(6) advia centaur xp (B)(6) total result. The (B)(6) was considered discordant when compared to the (B)(6) total results on an alternate manufacture test method at that time. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp (B)(6)total assay result.

Manufacturer narrative:
The cause for the (B)(4) advia centaur xp (B)(4) total result when compared to the (B)(4)results on an alternate manufacturer's (B)(4) total test methods is unknown. The customer has recently made siemens aware of a patient case for (B)(6). The advia centaur xp (B)(4) total results for this patient are now (B)(6). No conclusion can be drawn. The instructions for use (IFU) states in the intended use section: "the advia centaur (B)(4) total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(4) in human serum or edta plasma using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(4) infection and in the determination of the clinical status of (B)(4) infected individuals in conjunction with other (B)(4) serological markers for the laboratory diagnosis of (B)(4) disease associated with (B)(4) infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(4) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(4) core antigen in human serum or edta plasma. Assays for the detection of (B)(4) may not identify all patient samples that contain (B)(4) or potentially infectious units of blood and may generate (B)(4) results." "Assay performance characteristics have not been established when the advia centaur (B)(4) total assay is used in conjunction with other manufacturers' assay for specific (B)(4) serological markers." "Assay performance characteristics have not been established for the use of the advia centaur (B)(4) total assay as an aid in determining susceptibility to (B)(4) infection prior to or following vaccination in infants, children, or adolescents."